Event description:
It was reported that the pulse generator would not load completely during follow up. The device was explanted and replaced. Everything was okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.